Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding erroneous valproic acid (valp) results obtained for one patient sample on a dimension exl 200 system. Siemens service operations support (sos) concluded the investigation of the event. Sos reviewed the information provided by the customer and the data from the instrument. No reagent or instrument issues were identified. Quality control (qc) recovered within the customer¿s laboratory ranges at the time of the event. Based on the available information, the cause of the event is unknown. The patient data suggests a sample specific related issue. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens erroneous valproic acid (valp) results on one patient sample on a dimension exl 200 system when processed multiple times. Erroneous valproic acid (valp) results were obtained and were not reported to the physician. A higher reprocessed result was obtained and reported as the correct result to the physician. The customer confirmed the patient is taking valproic acid medication. There are no known reports of patient intervention or adverse health consequences due to the erroneous valproic acid (valp) results.